Event description:
A site representative reported that while in a spinal fusion procedure, the surgeon alleged the system was inaccurate. The surgeon felt the accuracy was off by approximately 1 centimeter. The site took an additional spin and still felt inaccurate. The surgeon opted to complete the procedure without the use of the navigation system. At the completion of the procedure the site brought the imaging system in for a navigated post-op spin and found the screws were placed accurately. The surgeon checked the accuracy on the final spin and felt it was very accurate. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID and age provided. Weight and sex are unknown.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that they performed an imaging system spin on a demo model and found navigation was accurate. The medtronic representative was unable to recreate issue. The rep communicated the findings to the surgeon. No parts have been received by the manufacturer for analysis.